Event description:
It was reported that during an iliac stenting treatment procedure suboptimal positioning occurred. A "10x69 iliac wallstent" had been selected and advanced to treat an unspecified iliac lesion. The physician "thought" he had deployed the stent. The physician pulled the device back, which deployed the stent the across the left and right iliac bifurcation. The procedure was considered to be completed with this device. The patient is reportedly "doing fine". The patient will be monitored for unspecified reasons; however, the physician expects the patient "will be fine".

Manufacturer narrative:
.